Manufacturer narrative:
H.6. Investigation: customer returned two (2) 31gx8mm, 1ml bd insulin syringes from an open polybag from lot: 9168970. Consumer reported received 8mm insulin syringes from medical, his usual choice was 6mm only; patient complaints needle length is higher than usual. Both returned syringes were examined, then tested for cannula length and outer diameter. Both syringes tested within specification. No evidence of manufacturing defect was observed. Since no manufacturing defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch#: 9168970. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 1ml 31g 8mm u40 india cannula was too long. This occurred on 10 occasions during use. The following information was provided by the initial reporter: patient received 8mm insulin syringes from medical. His usual choice was 6mm only.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml 31g 8mm u40 india cannula was too long. This occurred on 10 occasions during use. The following information was provided by the initial reporter: patient received 8mm insulin syringes from medical. His usual choice was 6mm only.